Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Over a year ago pt had a sudden loss of effect and had had symptom reduction ever since. Implantable neurostimulator (ins) was checked at that time by manufacturer's representative and the patient was told the main wire that helped patient's therapy shifted or stopped working. A few days ago, the patient noticed a gradual symptom return. This morning was really bad. The patient tried using the patient programmer, changing programs, turning stim up high, no effect. No change in symptoms. No stimulation sensation was noted. The patient turned ins amp up today and did not feel stim at all. The patient did not notice when she stopped feeling stim because she is so used to the therapy. The patient has an appointment today which was meant to discuss unrelated topics such as ic (interstitial cystitis), but the patient will discuss this with hcp (healthcare provider) today. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v174651, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v174651, implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
F10 device code: c62917 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was later noted that the patient asked if there was a warranty on her device because something was broken. It was not known if the patient was referring to an internal or external device.